Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, there were continuous glucose monitoring (cgm) inaccuracies compared to the blood glucose (bg) meter that occurred. The sensor was inserted on the abdomen. It was reported that the same commercially distributed bg meter was not used for accuracy comparisons and calibrations. No additional event or patient information is available. Labeling indicates: always use the same meter to calibrate that you routinely use to measure your blood glucose. Do not switch your meter in the middle of a sensor session. Blood glucose meter and strip accuracy vary between blood glucose meter brands.